Manufacturer narrative:
(B)(4). The product analysis indicates that there was no evidence the device came in contact with a patient. There was no damage to the packaging that would indicate a cause. When compared to the assembly drawing, one of the electrode wires was protruding away from the main tube which would have resulted in the reported event. When viewed under magnification, the end of the electrode was not consistent with being cut or broke off, it was likely ground. The electrode wire was pulled back by 1-3/4¿ and was evident by the clear shrink band and blue band indentations. The indentations are also an indication the device was manufactured correctly and damaged later. The distance the electrode was pulled back allowed it to come out of its lumen.

Event description:
The sales rep reported that before the surgery, the doctor discovered the metal thread (wire) was damaged and out of the tube. A replacement device was used to complete the surgery. The device was not used in the patient and there was no injury reported as a result of this event.